Manufacturer narrative:
The system was serviced in the field and passed all tests. The system was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the site was unable to get an exam to load from a cd onto the system. No patient was present. The representative was having the site try to load the exam onto the picture archiving and communications system (pacs) network and try to load the exam over network. They were also going to try to load the exam onto a different system as well. The troubleshooting determined that the original disc was bade which resulted in the images not loading correctly. The exam was not able to be loaded through other input methods. The cause was the bad disc. The system could load other discs.